Event description:
Additional information received reported that the patient had recently gone to the office for a refill and the patient was ¿doing good¿ except that the patient was complaining of being dizzy. The reporter assumed that the health care professional had ruled out issues with the pump and the therapy.

Event description:
Additional information received reported that the event was not attributed to the pump devices, and thought to be caused by possible seizures. The patient's symptoms were reported as shakiness followed by a loss of consciousness. Patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced syncopal episodes. The healthcare provider wanted to rule out seizures and was requesting compatibility guidelines for eeg/EKG. The pump contained baclofen. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2006-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).